Manufacturer narrative:
The complaint description states that the reverse shoulder replacement (left). 2.5mm glenoid bit snapped off while surgeon was drilling 3rd posterior metaglene hole. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reverse shoulder replacement (left). 2.5 mm glenoid bit snapped off while surgeon was drilling 3rd posterior metaglene hole.